Event description:
It was reported that the pacing-dependent patient presented to the emergency room (ER) after experiencing syncope due to a right ventricular lead fracture. The patient suffered a fractured clavicle, two broken teeth and facial lacerations. Long pacing pauses were noted due to oversensing and variable impedance. When performance data was collected from the device and analyzed, an increase in the maximum ventricular impedance was also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).